Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information regarding a dreamstation bipap s/t 30 aam. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector and the unit can't be power on in order to be able to collect the error log/machine hours error code numbers/software version. In addition, the inspection found corrosion on metallic surfaces and dust/dirt was observed. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.